Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, line a of the device was programmed to deliver unspecified volume of normal saline; however, the delivery was not started. At 1138, line b of the device was programmed for piggyback delivery of an unspecified concentration of cytoxan, at a rate of 700ml/hr, with a 325ml vtbi (volume to be infused), and the delivery was started. At 1200, the nurse went into the patient's room and noted the delivery was complete and the delivery stopped. At that time, the nurse noted air distal to the pump to the patient. No audible alarm was reported. It was reported that the nurse verified that no air was delivered to the patient by aspiration of only blood from the IV access. The device and tubing set were removed from clinical service. The customer contact reported that there was no change in the patient's status. No medical interventions were required. During testing at the user facility, the device alarmed appropriately when air was present distal to the device. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.